Manufacturer narrative:
The reason for this revision surgery was the result of a patient joint dislocation after 11 days of patient implant use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 146th complaint against this part number. Summary of investigations: 64 for patient joint dislocation not attributable to product. The remainder for other issues such as infection, joint pain and trauma. This is the first complaint from this lot. The complaint reports the patient dislocated as he was pushing out of a chair. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient dislocating their prosthesis while pushing off of a chair.